Manufacturer narrative:
Product name unknown; product unspecified. Product common name unknown; product unspecified. Product expire date unknown; lot number not provided. Product catalog number unknown; product unspecified. The product codes listed are not necessarily the product codes assigned to the device 510(k), but rather the product code that procedure in which the product was implanted. Product manufacture date unknown; lot number unknown. Conclusions: roto cause inconclusive due to lack of details provided by the complainant.

Event description:
The patient was reportedly implanted with an unspecified manufacturer's pelvic mesh product(s) on (B)(6) 2009 , by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury and has undergone medical treatment. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type/ to what extent intervention was performed. Specific correlation between device performance and alleged injury, and current patient status.